Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013 due to other/non-product experience. New leads implanted and current device moved from left side to right side due to patient requiring radiation therapy. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).